Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator. The patient told the hcp that the device failed and had to be replaced. The wires or lead flipped; the hcp was not certain. The device was replaced. No medical symptoms were reported. The hcp did not know when the device failed, but knew that the original device was implanted on (B)(6) 2017, and was replaced on (B)(6) 2018. No further complications were anticipated.